Manufacturer narrative:
The device was returned for analysis. The returned device analysis was unable to confirm the reported torn clip cover, extra fabric on the clip cover and difficult to insert clip introducer (ci) over the clip. However, the analysis found that the clip cover was loose giving an appearance of having extra fabric around the area. The discrepancy between what was reported (clip cover torn, extra fabric on the clip and difficulty inserting ci over clip) and what was observed (clip cover not torn, no extra fabric and ci able to be inserted over the clip) may be attributed to the user perception as the clip cover was loose and the user technique of inserting the ci over the clip. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. The investigation determined the reported torn clip cover and the extra fabric on the clip cover was likely due to the user perception of the observed loose clip cover resulting in the difficulty inserting ci over clip at the account, and appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the torn clip cover. It was reported that during preparation of the mitraclip delivery system (cds), it appeared there was extra fabric on the clip cover and the clip cover was torn. The extra fabric blocked the clip introducer from sliding over the clip. The device was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.